Event description:
It was reported that the patient received inappropriate therapy due to noise. The sense/pace portion of the lead was capped in early 2009 and replaced. Defib remains active.

Manufacturer narrative:
No medwatch form was received.